Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The test p-cap locks properly in the reservoir compartment noted. Unable to verify battery cap damage due to pump received without the original battery cap. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that customer was hospitalized due to vehicular accident on (B)(6) 2019 with unknown blood glucose level. Customer was wearing the insulin pump during vehicular accident. Customer was the driver during vehicular accident. The insulin pump will be returned for analysis.